Manufacturer narrative:
Updated g2, h3, and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to the collapse of the insertion tube, and the forceps channel became perforated, so it was not possible to keep the air tightness, and it was assumed that the brown water flowed out of the forceps channel because water invaded the tube and corroded inside. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that brown water came out of the channel of the videoscope. The issue was found when preparing the device for use in a diagnostic procedure. The procedure was completed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.